Event description:
Rptr alleged that the customer used the same multiclix lancet in her multiclix device for a week and her fingers turned black and blue. Rptr stated he took the customer to the hospital after she obtained a reading in the 50-69 mg/dl range and self-treated with juice. Rptr stated she was treated at the hospital with an antibiotic for an e-coli infection which also developed in her chest and abdomen. Rptr stated that while there, she was also treated with insulin and a f/u appointment was scheduled with her dr. No other treatment resulted. A request was made for the return of the suspect device and replacement prod was sent.